Event description:
Additional information was received from the patient stating that their stimulator charger would not charge their internal battery. The first time they called the wrong part was sent. The patient called again and later received two antenna wires. The patient now had two antenna wires for their remote and had been without stimulation for 8 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable component is: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly.

Event description:
The patient reported a loose connector pin on the desktop charger. The desktop charger was not charging the recharger. The patient could not charge the implantable neurostimulator (ins) and it was depleted but not in overdischarge. No patient symptoms were reported and a replacement was sent to the patient. The ins was indicated for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.